Event description:
The customer reported to philips that the ac power module failed.

Manufacturer narrative:
(B)(4): the customer reported to philips that the ac power module failed. The unit and ac power module were evaluated locally and the failure was verified. The ac power module was replaced which resolved the failure. As of (B)(4) 2010, there have been no further reports of this issue from this customer site.